Event description:
It was reported that the patient was slow to wake up from pump replacement surgery. The pump was filled with lioresal 2000 mcg/ml at 100 mcg/day. The patient was unable to be aroused in the recovery room. The patient received intravenous physostigmine. The pump was stopped, but the patient was still difficult to arouse and could not hand squeeze. The physician performed the system washout for a rotor amount over 0.3. After washing out the pump and removing some cerebrospinal fluid, the pump was filled with 500 mcg/ml of baclofen. The catheter access port was aspirated. The pump was programmed to deliver 24 mcg/day. The patient was admitted to the intensive care unit. It was unknown if the patient recovered without sequela. The patient was discharged sometime on or prior to 05/25/2008.